Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient was working from home. Around noon, her husband texted; however, she did not respond. He called and she did not respond. He went home and found her having a seizure and unresponsive. He administered baqsimi (nasal glucose) and called emergency medical services (ems). The patient regained consciousness prior to the arrival of ems. Ems performed a bg upon arrival which was 30 mg/dl, the cgm value was not provided. No additional medical intervention was provided by ems; however, the patient ingested additional food and declined transportation to the hospital. She was in stable condition after the event. The patient reported inaccurate cgm values contributed to her tandem pump administering insulin when it was not needed. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.